Event description:
It was reported the subject device had error code e315. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred prior to the room (being setup) for an unspecified procedure. The procedure was completed with another olympus tower.